Manufacturer narrative:
A device evaluation confirmed the customer allegation. Due to damage on channel tube, water tightness was lost. The nozzle was clogged. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to damage on channel tube, the suction function does not work. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the air/water channel of the evis exera ii duodenovideoscope was blocked. The issue was noticed during receipt inspection of device. The device was returned and a incoming inspection revealed, the inside of the light guide lens was dirty. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Event description:
It was further reported, the customer noticed at the beginning of an endoscopic retrograde cholangiopancreatography (ercp) procedure, that the air and water flow rate had changed. It was unknown if there was a delay in the procedure. The procedure was completed with the same device.

Manufacturer narrative:
This report is being submitted for correction and additional information provided by customer. "Event occurred at" updated in the event description from "receipt inspection" to "ercp procedure". The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as hitting, dropping the distal end, chemical stress due to chemical solutions used, resulting in moisture inside the light guide (lg) lens and caused corrosion. Olympus will continue to monitor field performance for this device.